Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Upon interrogation the device reports eri. The device also reports that there are 73 days remaining until eri. The battery voltage is 5.77 v. Device explant was recommended. On (B)(6) 2011 - we were informed that this device has been explanted.